Manufacturer narrative:
Patient reported receiving good pain relief from the nalu system while it was implanted and in use. Infection did not develop until more than 6 weeks after the implant took place and is not likely caused directly by the nalu system. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat shoulder pain. On (B)(6)2024 the firm was informed that the patient had developed an infection at the tunneling site and antibiotics had been prescribed. On (B)(6)2024 a full system explant was performed due to the infection failing to respond to antibiotics.